Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was la. The stapler can't fire when surgeon resection the appendix. So the surgeon changed the new one.*when was the problem noticed: during-procedure patient involvement? Yes. Patient injury? No. Patient information: age (b)(6 , weight (B)(6) kg, male. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30 mins or more? No. Was product tested prior to use? No. UDI number: n/a. Additional information received via email from (B)(4) on 05-mar. Were the jaws able to close onto the tissue? Yes. If yes, were the jaws able to be removed from the issue without issue? No. Was the knife blade able to advance? No. Was the tissue able to be cut? No. Were any staples able to deployed into the tissue? No. Did the surgeon used only a new reload to resolve the issue? Or did the surgeon use a new reload and a new handle? New reload and a new handle. Was any reinforcement material used in conjunction with the stapling device? No. If yes, what was the brand of the reinforcement material used? What was the item code and lot/serial number of the reinforcement material? Can you confirm if both the handle and the reload will be returned for evaluation? Yes, I can. Were the devices reprocessed or re-sterilized prior to use? No. Additional information received via email from (B)(4) on 07-mar. Were the jaws able to close onto the tissue? - yes. If yes, were the jaws able to be removed from the tissue without issue? No. - did the device lock on tissue? No. It did not. If yes, how was it removed? I. Did this cause unintended tissue loss? No. It did not ii. Did this cause tissue trauma? No. It did not.